Event description:
It was reported that the 9800 system had a stator error message prior to a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.